Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the whole pocket row cannot be opened. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 4.1 pocket e row failed to open and required maintenance. A field service engineer found that the drawer controller board and retractor band needed to be replaced, and row board was not functioning correctly. Further, the engineer replaced the row board, drawer controller board and retractor band of drawer 4.1 and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.